Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified as the customer¿s allegation could not be reproduced. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. ¿ if for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head was not recognized. There were no reports of patient injury or harm associated with this event.

Event description:
It was reported, the camera head was not recognized. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, the device had an error b30 and no image was produced. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause however, cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.